Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high and low blood glucose levels. Customer reported of having high blood glucose of above 400 mg/dl or 499 mg/dl. Customer treated with manual injection. The customer experienced a low blood glucose of 49 mg/dl. The emergency medical service was called. The customer was treated with glucose intravenously but was not transported to the hospital. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated they were unable to describe any possible damage to the drive support cap. The insulin pump will not be returned for analysis.